Event description:
Received customer's maude report: "alaris channel keeps beeping, reading 'air in line'. No air present in tubing, removed from service. Dose of amount: versed; frequency: continuous - titrate; route: IV".

Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional information or to request the return of the affected product.